Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump had primed the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 05/20/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/14/2014 with the following findings:a review of the pump¿s black box history showed that there was no evidence of a load step malfunction recorded. The pump was not able to complete the rewind step due to a call service alarm. The complaint of the load step malfunction was not able to be investigated due to the call service alarm issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.